Manufacturer narrative:
The instructions for use (fu) which accompanies this device contains the following warnings regarding frame movement: "warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register." And "warning: after patient registration is complete, avoid altering the position of the tracker relative to the patient. Such movement will result in inaccurate navigation. If the tracker is moved after registration, re-secure it and register the patient again before navigating."

Manufacturer narrative:
Patient identifier and weight were not made available from the site; 04/05/2016 software analysis was unable to determine probable cause with the information provided and the reported issue could not be replicated. It is suspected that the frame-to-patient relationship changed which may have invalidated the registration. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report on (B)(6) 2016 that, while in a spine fusion procedure on (B)(6) 2016, the surgeon alleged an inaccuracy with the site's navigation system. No specific measurement, or direction, of the alleged inaccuracy was provided. A solera 5.5/6.0 was inserted in the l1-l5. Registration was completed and there was no issue with accuracy after registration. The patient was reported to have experienced nervous symptoms after the procedure. There was no delay of therapy. On (B)(6) 2016, a second procedure was performed to extract screws partially, and completed. On (B)(6) 2016, it was reported the surgeon mentioned 4 screws of l4-l5 were strayed from, and the reference frame may have been moved after registration was completed in the first procedure.